Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a 7f 14mm x 40 mm 120 cm smart control stent system was unable to be fully released during procedure. The procedure was completed after balloon dilation. The device used to complete the procedure was balloon dilation. The patient was uninjured and free of infectious disease. There were no damages or anomalies noted to the device or packaging prior to use in the patient. After completion of non-cordis balloon pre-dilation at the site of the superior vena cava stenosis, the operator released the stent when the stent delivery system reached the designated position. The stent system was found to be unable to be fully released. The smart control locking pin was in place during advancement towards the lesion. The locking pin was not removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The IFU instructs the user to hold the handle of the smart control sds flat and straight outside the patient and it was done. There was no excess force applied during deployment of the stent. There was no indication that the stent was prematurely deployed. There was no attempt made to re-capture the stent. The tantalum markers (smart control) were not observed to open symmetrically. The device was attempted to be deployed outside of the body. Unknown cordis tempo contrast catheter, non-cordis guide wire and non-cordis vascular sheath were used. The vessel characteristics at the superior vena cava site, no calcification, moderate tortuosity, 90% stenosis, no acute angle or bifucating, and chronic total occlusion. The site of the lesion was superior vena cava stenosis. The procedure was a superior vena cava stenting. The operator has been trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: the stent of a 7f 14mm x 40 mm 120 cm smart control stent system was unable to be fully released during procedure. The procedure was completed after balloon dilation. The device used to complete the procedure was balloon dilation. The patient was uninjured and free of infectious disease. There were no damages or anomalies noted to the device or packaging prior to use in the patient. After completion of non-cordis balloon pre-dilation at the site of the superior vena cava stenosis, the operator released the stent when the stent delivery system reached the designated position. The stent system was found to be unable to be fully released. The smart control locking pin was in place during advancement towards the lesion. The locking pin was not removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The IFU instructs the user to hold the handle of the smart control sds flat and straight outside the patient and it was done. There was no excess force applied during deployment of the stent. There was no indication that the stent was prematurely deployed. There was no attempt made to re-capture the stent. The tantalum markers (smart control) were not observed to open symmetrically. The device was attempted to be deployed outside of the body. Unknown cordis tempo contrast catheter, non-cordis guide wire and non-cordis vascular sheath were used. The vessel characteristics at the superior vena cava site, no calcification, moderate tortuosity, 90% stenosis, no acute angle or bifurcating, and chronic total occlusion. The site of the lesion was superior vena cava stenosis. The procedure was a superior vena cava stenting. The operator has been trained to the device. The device was returned for analysis. One non-sterile units of product ¿smart 7fr(120cm) stent 14x40mm¿ was received coiled inside of a clear plastic bag. The device was unpacked and was laid flat on a tray to proceed with the product evaluation. The unit presented a kinked condition at 127.5 cm from the distal end of the system, the stent was already deployed and not returned. No other damages or anomalies were observed on the returned device. Even though the stent was already deployed and not returned, functional analysis was performed to determine the functionality of the unit. The tuning dial was rotated with the thumb in a clockwise direction (direction indicated by the arrow). The turning dial was continued tuned until trying to get the distal section in a deployed state, however it was not possible to deploy completely. A product history record (phr) review of lot 18139918 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-deployment difficulty- partial deployment¿ was confirmed. The stent was fully deployed and not returned. However, during the functional testing, the mechanism did not deploy as expected. A kinked condition was found at the catheter. It is possible that this condition may have caused the reported issue. Procedural factors such as vessel characteristics (moderate tortuosity & 90% stenosis) as well as handling process may have contributed to the reported event. According to the instructions for use (IFU) ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the product analysis nor the phr review suggests that the found damages could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18139918 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.